Event description:
The plaintiff alleges that while working as a registered nurse the plaintiff was exposed to substantial amounts of airborne latex dust, latex containing powder and/or other additives in latex containing products, including but not limited to latex gloves. The plaintiff alleges that this exposure has caused the plaintiff to sustain serious, severe and permanent bodily injuries, pain and suffering and will be caused to endure additional pain and suffering for an indefinite time in the future. The plaintiff also alleges that plaintiff has sustained numerous injuries, including but not limited to the following: rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress, all of which are or may be a permanent and continuing nature and life-threatening nature. The plaintiff further alleges that plaintiff first became aware that their symptoms may have been related to latex exposure in approx 1/1999. Furthermore the plaintiff alleges that plaintiff has suffered and will continue to suffer considerable mental anguish, limitation and restriction of the plaintiff's usual activities, pursuits and pleasures. The plaintiff alleges that plaintiff has been caused to suffer and will continue to suffer substantial loss of earnings and earning capacity. The plaintiff also alleges that plaintiff has been forced to expend sums of money for medical care and treatment and will continue to be caused to expend such sums indefinitely into the future. Finally, the plaintiff's spouse alleges that spouse has been required to expend and has become liable for substantial sums of money for medicines and medical attention for the care, treatment and attempted cure of plaintiff, all to the plaintiff's spouse's financial loss and detriment. The plaintiff's spouse also alleges that spouse has been derpived of the love, services, advice, companionship and consortium of the plaintiff, and will continue to be deprived of the same to the plaintiff's spouse's detriment and loss for an indefinite period of time in the future.